Event description:
It was reported that during an affirm procedure, on (B)(6) 2024, the needle passed through the patients breast. A field engineer examined the equipment and it was determined that the mammographers were selecting the eviva 9x10x20 from the dropdown but using a 9x13x20 needle thus using the wrong size of needle. The needle punctured the other side of the breast. Bandages were applied and no further actions were required. The patient will be rescheduled. No other information is available.

Manufacturer narrative:
On (B)(6) 2024, during a biopsy using an affirm breast biopsy system with serial number (B)(6), a needle passed through a patient¿s breast and extended out the other side. The injured area was bandaged, and the patient was determined to be fine during the post-procedure follow-up. Technical support determined that the customer had selected eviva 9x10x20 from the dropdown but used a 9x13x20 needle. This event was caused by user error, so no parts were returned for initial evaluation. Selecting the wrong biopsy device is user error. Per the affirm upright user guide. Target guidance screen, page 42, figure 34 shows that the selected biopsy device is displayed during the procedure. Section 5.3.1 ¿biopsy options¿ on page 57 and 58 shows that the on-screen biopsy options tab displays the selected biopsy device. Section 5.3.1 also provides the following: ¿warning: patient injury can occur if the device you select in the biopsy tab is not the device that is installed on the system. Based on these above statements, user error has been determined as the root cause of the incident. An operator should ensure the proper biopsy needle is selected from the drop-down settings list as described in the affirm upright user guide. Risk assessment was calculated and the calculated risk index is 2 (low). In summary, this event was caused by the user who did not select the correct needle. There are multiple warnings in the user manual. The selected probe is also displayed on multiple tabs and screens on the system and is shown persistently during a procedure on the biopsy control module. A corrective and preventive action (CAPA) for this event is not needed because this occurred due to user error despite the documented warnings and information provided on the user interface (ui). Additionally, the calculated risk index (ri) is low (2). Future events will be trended and monitored. Serial number: (B)(6). System name: stlc-00004. Date of manufacture: 1/23/2017. Date of installation: (B)(6) 2027. Unique device identifier (UDI): (B)(4).